Manufacturer narrative:
D10: 300-60-02 - stemless humeral comp laser cage, size 2 (B)(6), 310-62-50 - stemless humeral head 50mm x 16mm x beta (B)(6), 314-13-13 - equinoxe cage glenoid medium, beta (B)(6), 319-01-32 - steinmann pin sterile 3.2mm x 178mm (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a 73 yo female patient, who had a right rtsa, underwent a revision procedure, approximately 3 years 5 months post the initial procedure due to a subscap failure. They were revised to a competitor¿s devices. There were no device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted products are not available for return as the hospital is keeping them. Device images were provided. No further information.